Manufacturer narrative:
UDI information: (B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that hakim valve was implanted and removed due to end of device service. On (B)(6) 2014, the subject underwent implantation with a rickham (82-1625), ventriculostomy set (reservoir and catheter). The prophylactic revision of the icv device is considered related to the surgically inserted icv device and is not suspected to be related to bmn 190. The event of device end of service was upgraded to serious. Prophylactic revision of the icv device is considered related to the icv device and considered not related to bmn 190